Manufacturer narrative:
The pod was received with the cannula deployed. The exposed soft cannula of the pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. There was no evidence of blood on the received device. No damages or defects were observed on the formed needle and bottom housing that would contribute to bleeding/bruising at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The pod was worn between 36 and 48 hours on the hip/buttocks. It was noted that fluid was leaking and the cannula was bent. Hyperglycemia treated with a new pod.